Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. The initial reporter named is a getinge employee who has different contact details from that of the event site.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) had a leak manifold drive. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The customer confirmed that the iabp unit involved will be decommissioned and bought new cardiosave.

Event description:
N/a.